Event description:
User ran out of saline irrigation during a procedure due to using a smaller than specified size saline bag (250cc instead of 1000cc). They reported the device was overheating as a result, and the patient developed a superficial skin burn at the treatment site. The burn started as a blister and was healing at 10 days post-op. It was reported that the wound was fully closed and the patient was pain-free after approximately 14 days. Patient may be under observation for 60 days.